Event description:
N/a.

Manufacturer narrative:
The medihoney (ID (B)(4) was not returned for evaluation, but a photo was provided: failure analysis - crystallization is not visible in the provided photo, the complaint is unable to be confirmed. However, thickness of honey is related to the storage temperature. If the honey thickens or crystallizes, body heat would cause the consistency to return to a thinner, more comfortable consistency with no issues. This is normal and not cause for any concern. Retain sample inspection revealed no nc or deviations, and no crystallization was observed in the retained samples. Device history record (DHR) - no non-conformances (nc) or deviations were identified that could have contributed to the reported crystallization issue. Root cause analysis - while this complaint cannot be confirmed, allowing of the product to warm on the skin has been known to melt any crystallization caused by temperature fluctuations. There is no suggestion of non-sterility or risk of infection or non-healing to the patient in using crystallized paste. This complaint may be closed at this time with no further investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported the medihoney is crystalized and is uncomfortable to apply to the affected area (face).